Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case otherwise no appearance of any physical damaged. Error history log review found a watchdog and a primary audible alarm background test. The root cause of the reported issue was found to be the watchdog failure was a symphathy alarm - was symphathizing from the primary audible alarm background test. Unable to determine, no physical or any other damaged was found on speaker or interconnect board. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a watchdog primary audible alarm failure. No patient injury was reported.